Event description:
It was initially reported by the customer that the device had vertical lines on the display. There were no reports of patient use associated with the reported event. Upon initial evaluation by physio- control, it was observed that the device would lock-up.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio- control further evaluated the removed system controller pcb assembly and verified the lock-up issue. The cause was determined to be a temperature sensitive ic chip, designator u8. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system controller pcb assembly, and there was no failure of this assembly.